Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a low-grade infection in the scrotum. The existing ipp was explanted and replaced with a new one as a result. No patient complications were reported during the procedure.